Event description:
It was reported that high thresholds were observed on the left ventricular (lv) lead about a month post-implant. The physician elected to explant the lead and replace it with a new lv to save battery life on implantable cardioverter defibrillator (ICD). The explanted lead was discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 device, implanted: (B)(6) 2014. (B)(4).